Manufacturer narrative:
Device evaluation completion date: 08/02/2020. Device evaluation: two smiths medical cadd cassette reservoirs were returned for analysis in a used condition. Visual inspection was performed under normal lighting and no physical damage could be detected. During analysis, the samples were connected to the cadd legacy plus pump and a balance mettler toledo to look for unusual function and both units passed the test. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received that under delivery was noted when the patient was using the cadd cassette reservoirs - flow stop. There were no adverse events reported.